Manufacturer narrative:
With concomitant medical products: addr01 ipg; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and that every other ventricular paced beat during magnet mode did not appear to capture. The rv lead remains in use. No patient complications have been reported as a result of this event.